Manufacturer narrative:
Block b3: exact date unknown, event occurred sometime in 2020. Block d6b: explant date: 2020. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(6), batch: 5081872 / 5083273.

Event description:
It was reported that the patient was experiencing pain at the ipg site. The patient underwent a spinal cord stimulator (scs) system explant procedure. No further information has been obtained despite good faith efforts.